Event description:
It was reported that during an open hepatic wedge resection procedure, the device was able to be activated, but was more sticky than usual from the beginning of the procedure. The white jaw pad was found melted after five minutes, and it partially came out of the jaw. A second device was opened right away and was used in the same manner. It functioned normally. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Due to the returned condition of the device not all functional testing could be performed. It is possible that due to the damaged tissue pad the device could not seal as intended as reported by the customer. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.